Manufacturer narrative:
Unable to perform the displacement test and the p-cap or reservoir will not lock properly due to missing retainer. Device received with missing reservoir tube o-ring, scratched case, broken reservoir tube lip, missing display window cover, cracked battery tube threads, cracked case corner of belt clip rails, fading serial number label and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer's blood glucose was 242 mg/dl. The customer stated that cracks on belt clip casing, reservoir compartment, and the back of insulin pump casing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.